Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump electrode had pulled out after inserting and needle was retract. Customer's blood glucose level was unknown. Customer reported retracting the needle felt smooth. The sensor will not be returned for analysis.